Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review for model: 10011865, lot number: 24029420 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that during drip checks it was discovered that IV tubing was leaking in two sites. It was leaking at the connection point between the microbore tubing and the pall filter.